Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. The report comes from dr. (B)(6) at (B)(6) concerning the edwards swan-ganz ccombov (B)(6) manufactured by: edwards. During cardiomems implant procedure, it was reported that the cardiomems sensor was implanted into the target vessel, but while attempting to enter the right pulmonary artery with the pulmonary artery catheter to calibrate, the sensor was dislocated and became stuck to the pulmonary artery catheter. Attempts to release the sensor using a second catheter were unsuccessful. Ultimately the sensor was removed using a snare and the procedure was aborted. There were no adverse consequences reported. The pulmonary artery catheter used was an edwards swan-ganz ccombov (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).